Event description:
Olympus electrode was attached to valley force electrosurgical unit and an olympus working element with the dispersive electrode on the patient's thigh with the coag power set at 20, there was no visble effects of the electrosurgery. The power setting was increased three time to 50 upon which the patient's lower limbs contracted. The roller electrode was received by clinical engineering with the roller bead broken off.invalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, visual examination. Results of evaluation: other, anticipated or known. Conclusion: invalid data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service, inserviced by other facility staff. Invalid data - on device destroyed/disposed of status.